Event description:
It was reported that recently the patient has been experiencing an increase in seizures. There has been no changes in the patient's medications and they are looking to proceed with a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently forgot to also select product problem. B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a generator replacement due to high impedance. D6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date. H1 type of reportable event, corrected data: initial report inadvertently did not select malfunction. H6 adverse event problem, corrected data: initial report inadvertently left out some relevant codes.

Event description:
An implant card was received noting that the patient underwent a generator replacement due to high impedance. The explanted generator has not been received by product analysis to date.